Manufacturer narrative:
Article citation: olgun, ali, et al. ¿comparison of early results of stand-alone xen gel stent implantation to treat pseudoexfoliative glaucoma and primary open-angle glaucoma.¿ journal of glaucoma and cataract, vol. 16, no. 1, 2021, pp. 18¿25. Crossref, doi:10.37844/glauc.cat.2021.16.4. 29/mar/2021. The date of occurrence represents the date of publication, 07jan2021. Implant dates between november 2016 and march 2018. (B)(4). The reported events of "endophthalmitis, vision loss, and high intraocular pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "endophthalmitis and exposure" are addressed in the product labeling.

Event description:
Reported events of 15 eyes experienced "transient intracameral hemorrhage." 7 eyes experienced "conjunctival bleeding." 13 eyes experienced "small hyphema," which resolved spontaneously during early postoperative period. Within 5 days postoperatively, 4 eyes experienced "hypotony (iop <5 mmhg)." 1 eye experienced "stent-lumen occlusion due to thrombosis," which resolved after providing tissue plasminogen activator. 21 eyes required bleb needling due to "bleb failure." 6 eyes had trabeculectomy performed due to "the eyes failed to achieve the target iop despite needling" [target iop is defined as less than 18 mmhg without antiglaucoma medications]. 2 eyes required vitrectomy because of "endophthalmitis due to stent exposure and blepharitis." Were noted in the article: ¿comparison of early results of stand-alone xen gel stent implantation to treat pseudoexfoliative glaucoma and primary open-angle glaucoma.¿ journal of glaucoma and cataract, vol. 16, no.1.